Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The modular head, liner and locking ring were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation after patient was noncompliant. It was further reported osseous sclerosis and heterotopic bone formation around the femoral stem was noted during the revision procedure. The modular head, liner, locking ring and screw were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-01124 / 01125 & 06347 / 06349).